Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration/dose/frequency via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported a volume discrepancy occurred. The specific volume information was unknown. It was noted the patient was only getting 1/3 in (B)(6) 2015. More specifically, when the drug was removed they consistently got 2/3 of what was put in. The reporter could not provide a clear volume that was removed. There were no interventions planned. The patient reported pre-existing back pain prior to the pump. This was considered unrelated to the event. The event date was noted to be (B)(6) 2015. Initially it was reported there were no symptoms related to the event. It was then reported the patient took oral baclofen (10 mg) 3 times per day to help with spasms. It was noted the patient requested compatibility guidelines for use of a (B)(4) scale.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.